Event description:
Reporter alleged the customer obtained the results of 120 mg/dl and 56 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that the customer felt hypoglycemic and self-treated with apple juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.